Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was to be used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2022. During preparation, when the physician was introducing the stent over the guidewire, it was noticed that there were white debris of unknown substance inside the stent and the guide catheter. Another advanix rx biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.